Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 170 mg/dl at the time of incident. Troubleshooting was done for button error but the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had interment buttons due to flattened and creased act button dome switch. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.